Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation, and associated h6 coding. Additionally, h3 was updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported malfunction could not be determined. The event can be prevented by following the instructions provided in the rhino-laryngo videoscope olympus enf-v3 instruction manual, which states, in part: important information - please read before use caution do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the videoscope was found with a rupture on the insertion site's capsule. The resin part of the image guide flexible pipe had fallen off. There were no reports of patient involvement.